Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with amikacin, heparin, and other unspecified drugs (doses, frequencies and routes not reported) for peritonitis. The cause of the peritonitis and the patient¿s outcome were not reported. At the time of this report, pd therapy was ongoing. No additional information is available.